Manufacturer narrative:
H10: the actual device was not available; therefore a device analysis could not be completed for that sample. However, two (2) retention samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch mw5103768 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an evacuated container, 1000 ml had a crack located near the bottom which resulted in a leak of unspecified fluid. This was observed during setup and preparation. There was no patient injury or medical intervention associated with this event. No additional information is available.